Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue.  The service agent recommended that the customer replace their device as there are no repair options available and the device is out of warranty. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing its attention icon. After an evaluation of the device's internal data log, it was observed that the internal hlc batteries had been depleted for a period of time, which may have not allowed the device to be able to deliver defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.